Event description:
It was reported hat post a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The patient presented with an anterior myocardial infarction (mi) complicated by severe global left ventricular systolic dysfunction. The patient had been experiencing chest pain for 11-12 hours before hospital admittance. The following day, angiography revealed a 100% occluded mid left anterior descending (lad) artery, just after take off of the second diagonal branch. The lesion was predilated with a 3.0x12mm maverick balloon, 2-4atm for 5-60 seconds. A 2.75x20mm taxus express2 drug eluting stent was deployed at 10atm for 30 seconds. The stent was post dilated with a 3.0x12mm quantum maverick balloon, inflated to 10-20atm for 20-23 seconds. Inflations were made in the distal lad with a 2.0x20 non-bsc balloon, inflated to 5-6atm for 33-64 seconds. Flow was restored to lad. Medications given include: angiomax, heparin, integrilin, and nitroglycerin. Six months post the stent deployment, the physician advised the patient to discontinue ticlid, as she is stable from a cardiac standpoint. One year and three months post the stent deployment, the patient presented with severe chest pain and st elevations. The patient stopped taking ticlid five days prior for a planned colonoscopy with biopsy for ulcerated lesion. Angiography revealed the stent in lad was 100% occluded with thrombus. A thrombectomy in the mid lad stent was performed with a non-bsc aspiration catheter. Residual thrombus remained. The previously placed stent was dilated with a 3.0mm maverick balloon. No residual stenosis after procedure. Patient started back on ticlid. Medications given include: heparin and integrilin.

Manufacturer narrative:
The complainant indicated that the device will not be retuned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.